Event description:
Caller states lancet protrudes beyond the end cap of the safe-t-pro device after firing. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device, however customer discarded the device; replacement was sent.